Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) had advised caregiver (cg) that air had entered the setup. The tsr explained to the cg that the extension lines have to be connected prior to priming. The tsr advised the cg would need to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2012 regarding the system error 2240 alarm. The hp reported that the issue was resolved by starting over with new supplies. The hp stated that she primed the patient line and then added the patient line extension. Per hp, there were no loose connections, disconnections or defects on the supplies. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Manufacturer narrative:
(B)(4). The complaint was confirmed and therefore the root cause was related to use error. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.